Event description:
It was reported that on (B)(6) 2023, the procedure was performed to treat a mildly calcified and tortuous lesion in the left anterior descending (lad) artery. The lesion was pre-dilated with a non-compliant balloon catheter and the 3.50x18mm xience skypoint stent was implanted; followed by post dilatation. The procedure was completed without issue. No issues were reported at the 1 year follow-up. On (B)(6) 2024, the patient was hospitalized at another hospital for ischemic stroke and received treatment. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The reported patient effect of stroke is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: a partial UDI was provided as the lot number is not known.